Event description:
It was reported the threaded stud and mount was found broken off of the handpiece at the start of a case. The handpiece was swapped with another handpiece and the case was completed with no patient consequence. One device to be returned for analysis.